Manufacturer narrative:
Product investigation is in progress.

Event description:
Painful: vagina [vulvovaginal pain]. Afraid that the core of the tampon had residue in the body: vagina [foreign body in reproductive tract]. Core of the tampon cotton was broken after she took it out, cotton wrap broken: [device breakage]. Case narrative: consumer reported via e-mail that the cotton was broken after she took it out. No serious injury reported.

Event description:
Painful - vagina [vulvovaginal pain] . Afraid that the core of the tampon had residue in the body - vagina [foreign body in reproductive tract] . Core of the tampon cotton was broken after she took it out, cotton wrap broken [device breakage]. Case narrative: consumer reported via e-mail that the cotton was broken after she took it out. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.